Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also found to be broken, battery release and battery drawer contaminated, and battery contacts compressed.

Event description:
It was reported the device will not power on. No patient involvement or complications were reported as a result of this event.